Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that there was an alleged inaccuracy during patient registration. Pointmerge was the type of registration being performed. The magnitude and direction of inaccuracy was unknown. It was noted that the inaccuracy was isolated to one instrument. Registration was attempted using reference against the c3 spinous process following the schedule for posterior cervical fusion (c3/4 lateral mass screw). However, matching failed even by attempting 10 times or more. There was no improvement in accuracy for both point and surface. Use of the navigation system was stopped, and the site decided to switch to a fluoroscope to continue the operation. There was a surgical delay of 1 hour. There was no reported impact on patient outcome at the time of the event.